Event description:
An 81-year-old male with a medical history significant for prior coronary artery bypass graft (CABG) surgery, coronary artery disease, peripheral vascular disease, and diabetes mellitus underwent implantation of an impella cp device for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. At the time of impella cp initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage b cardiogenic shock, with clinical deterioration to scai stage e during the course of hospitalization. The impella cp device was placed; however, it was explanted on the day of insertion due to limb ischemia. Documentation indicated loss of distal pulses in the affected limb, and imaging demonstrated absence of flow. No other intervention beyond the pump explant is known. Following explant of the impella cp, the patient was transitioned to an axillary impella 5.5 device for continued mechanical circulatory support. The impella 5.5 was successfully implanted and remained in place for approximately seven days, after which the patient expired. The cause of death was not further detailed in the available information. In this case, based on the available information, the patient¿s underlying condition contributed most to the demise outcome (progression of acute myocardial infarction¿related cardiogenic shock [scai stage b to stage e] in the setting of advanced coronary artery disease with prior CABG, peripheral vascular disease, diabetes mellitus). There was no report or indication of a device malfunction or device-related adverse event; however, as the impella 5.5 device was in place at the time of the patient¿s demise, the event is conservatively reported as a death-type reportable event.

Manufacturer narrative:
Patient information: ethnicity is unknown. Device status: the impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.